Manufacturer narrative:
The technician adjusted the brake caster and the brake steer casters to resolve the issue.

Event description:
The technician alleged that the brakes are not holding. No patient impact.